Event description:
It was reported that a steadily increase in pacing lead impedance and intermittent loss of ventricular capture was observed. Patient was asymptomatic and will be monitored.

Event description:
New information received indicated that the patient had exit block and lead continued to exhibit intermittent loss of ventricular capture and increased pacing lead impedance. Lead was capped and replaced.